Event description:
It was reported that the patient underwent a revision procedure due to no fluid in the system and the leak site was not located resulting in recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.